Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that they had delivery anomaly. Customer's blood glucose at time of incident was 500 mg/dl. Customer was advised to run a 5.0 units fill cannula and insulin did come out. Customer was assisted in performing displacement test and it passed. Customer stated that she would to have the pump replaced. Customer was advised that pump would be replaced. The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 500 mg/dl.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the insulin pump passed the displacement accuracy test.

Manufacturer narrative:
The insulin pump was monitored for 24 hours with 2.0 basal rate and selected multiple bolus units, the basal and bolus were properly recorded in the insulin pump history file. No basal, bolus or delivery anomaly noted during our testing. No excessive no delivery alarm noted during testing. The insulin pump was tested with water liquid reservoir, the insulin pump functioned properly; the liquid exited properly during our testing. The insulin pump functioned properly during functional check including rewind, basic occlusion, occlusion, prime, excessive no delivery, displacement, self-test, a21 test and all operating current measurement were normal. The insulin pump was received with cracked reservoir tube lip.